Manufacturer narrative:
The device was not returned for evaluation. The lot history record for this product could not be reviewed and a lot level similar complaint incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. However, a review of the corrective and preventive actions (CAPA) database was preformed and revealed there is no indication of a product quality issue. Based on the reported information and results of the complaint investigation, there is no indication that the reported adverse event is related to a product quality issue with respect to the design, manufacture, or labeling of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the reported patient effect of dissection is listed in the pressurewire instructions for use as a known possible complication associated with catheterization procedures. B3: date of event estimated as 5/13/2024. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title "multivessel coronary function testing increases diagnostic yield in patients with angina and nonobstructive coronary arteries"

Event description:
It was reported via an article, the aim of the study was to evaluate the multivessel diagnostic yield, compared with single-vessel, invasive coronary function testing (cft) in patients with angina and nonobstructive coronary arteries (anoca). The study included eighty patients from multi-centers. Multivessel cft was performed in patients with suspected anoca. Vasoreactivity testing was performed using acetylcholine provocation in the left (20 to 200 mg) and right (20 to 80mg) coronary arteries. A pressurewire was used for coronary physiology assessment in all three epicardial vessels. The following adverse events were reported: transient atrial fibrillation, in which two patients required direct current (dc) cardioversion, and dissection. The study concluded multivessel, compared with single-vessel, cft enhances diagnostic utility inpatients with anoca. Multivessel testing identifies a greater number of patients with coronary vasomotor dysfunction (cvdys), and facilitates a more precise classification of anoca endotypes. Details are listed in the attached article, titled ¿multivessel coronary function testing increases diagnostic yield in patients with angina and nonobstructive coronary arteries.¿